Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 11th january 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2016. During this time the pad-pak was removed and re-installed on five occasions for periods of up to 9 months. The device was tested on the calibrated defibrillator and delivered a test shock without fault; the investigation was unable to replicate, or find conclusive, evidence of the reported samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full, switching on automatically.